Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 25 mm in diameter and 10 mm in length. It was reported that an angiogram was performed that identified a distal type I endoleak from the right iliac limb. The cause may be related to not enough length of coverage at the index procedure. An endurant ii 16x10x156 was implanted extending into the right external iliac artery and the physician coiled the right hypogastric artery and the distal type I endoleak was resolved. Per the physician, the exact cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.